Manufacturer narrative:
A report of this event and the malfunctioning device were provided to silk road medical as the manufacturer of the transcarotid stent system. A physical review of the device was conducted, which did not provide sufficient evidence to determine the cause of the failure. Based on testing conducted to date, we believe that the failure is related to a single operator that produced lots over a specific time period that did not meet specifications. The lots manufactured by this operator are currently undergoing corrective action as reports of other detachments were received. Based on this information, silk road medical initiated a voluntary product recall on january 13, 2021, which further expanded on january 24, 2021 and february 3, 2021. All information has been captured under CAPA-0211.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after stent deployment, the distal tip (nosecone) was detached from the stent deployment system (sds) and came off at the hemostasis valve and was retrieved using fluoroscopy. A final angiogram was performed with no noted issues.

Manufacturer narrative:
The product associated with this complaint has been returned, however the investigation is underway. A preliminary review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted once additional information is made available.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after stent deployment, the distal tip (nosecone) was detached from the stent deployment system (sds) and came off at the hemostasis valve and was retrieved using fluoroscopy . A final angiogram was performed with no noted issues.